Event description:
It was reported that the port was inserted in 2002. In 2004, during removal of the port, it was observed that a piece of the catheter had separated and migrated to the pt's heart. The pt was transferred to another facility for removal. There were no associated pt complications.